Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized, after visiting the general practitioner (gp) due to diabetic ketoacidosis (dka) and blood glucose (bg) levels of 422 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin, electrolytes substitution, saline solution and liquid glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized, after visiting the general practitioner (gp) due to diabetic ketoacidosis (dka) and blood glucose (bg) levels of 422 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin, electrolytes substitution, saline solution and liquid glucose.